Event description:
It was reported that far field r waves were detected. It was also noted was that the anti-tachycardia pacing is possibly putting the patient into atrial tachycardia/atrial fibrillation. The device and lead remain in use and will be assessed at the next follow up visit. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.